Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized 3 times last month due to diabetic ketoacidosis. The customer's insulin pump was not working and blood glucose was 540 mg/dl and treated it with bolus. The customer's blood glucose was in 200 mg/dl range and yesterday it was 124 mg/dl. It was also reported that insulin pump kept beeping and got low blood glucose to 40 mg/dl and then went in to the 300's mg/dl. The insulin pump will not be returned for analysis.